Event description:
During the procedure an inter-operative complication occurred. There was a small burn to the left breast from the cord of the fiber optic retractor. This burn was dressed with silvadene. The cord was lying on the patient chest which heated and created a burn. No device will be returned for evaluation. The smith & nephew part number reported in the complaint was part number 2147. The part number identified is an adapter part number to the 5mm light cord. Smith & nephew manufactures two types of 5mm light cords ((B)(4)) at this time we are unable to determine which one was used in this case.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).